Event description:
It was reported that the dignishield was leaking stool around the green bulb. The complainant reported that the device was removed and a second device was then tested with water prior to insertion. Water was observed to be leaking from the green bulb as well.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions ¿ caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not sterilize. ¿ close attention should be paid to the use of the device in patients who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in patients with such conditions. Ensure retention cuff and funnel are folded into a low profile form prior to insertion (as shown in figure 4) . ¿ patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. ¿ if the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 - ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. ¿ to avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal. ¿ notify a physician if any of the following occur: o persistent rectal pain o rectal bleeding o abdominal distension ¿ if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. ¿ caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. ¿ when using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. ¿ ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time. Potential adverse events as with the use of any rectal device, the following adverse events may occur: o excessive leakage of stool around the device o loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction o pressure necrosis of rectal or anal mucosa o infection o bowel obstruction o perforation of the bowel o rectal bleeding o rectal tear o ulceration of rectal/anal mucosa". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the dignishield was leaking stool around the green bulb. The complainant reported that the device was removed and a second device was then tested with water prior to insertion. Water was observed to be leaking from the green bulb as well.